Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of an elevated lactate dehydrogenase could not be conclusively determined. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of history of gastrointestinal bleeding is covered under medwatch MFR# 2916596-2016-00681 and medwatch MFR# 2916596-2016-01495. (B)(4). Approximate age of device - 3 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for an elevated lactate dehydrogenase (ldh). The patient was started on bivalirudin and integrilin infusion. A CT angiography of the chest was negative for thrombus; however, a ramp echocardiogram demonstrated the inability to close the aortic valve. The patient's ldh levels decreased with treatment. On (B)(6) 2017, it was reported that the patient's ldh had decreased to 303 u/l. Bivalirudin and integrilin were discontinued and the patient was started on a heparin infusion and warfarin. The patient's inr goal was set to 2-3. No additional information was provided.